Event description:
An 81-year-old female suffered a witnessed cardiac arrest in front of ems following an anterior stemi(st-segment elevation myocardial infarction). The patient was immediately defibrillated twice, resulting in return of spontaneous circulation (rosc) without the need for epinephrine. Following resuscitation, the patient regained consciousness and began reporting chest pain during transport. Throughout the transport phase, the lp35 monitor displayed falsely hypertensive non-invasive blood pressure (nibp) readings despite the patient's clinical presentation not aligning with those values. Potential consequences of inaccurate non-invasive blood pressure (nibp): the erroneously elevated blood pressures contributed to the administration of nitroglycerin en route--an intervention that could have been catastrophic had the patient been even modestly hypotensive. Nitroglycerin following rosc carries significant hemodynamic risk in post-arrest patients. This event represents a critical failure in monitor reliability, placing the patient at serious risk of harm due to false reassurance from inaccurate data.